Manufacturer narrative:
Pending evaluation: concomitant device(s): 320-10-00, 05117281 - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, approximately one year post op the initial tsa, this male patient's was revised due to humeral liner disassociation. Patient was performing overhead activity 2 weeks ago and felt something in his shoulder. Presented to clinic with pain and x-ray showing possible liner disassociation. He was revised yesterday by surgeon to a new o tray and 46 mm liner of same size. No further information available. Explant is not given to rep without patient permission. Patient last known to be in stable condition.

Manufacturer narrative:
Section h10: (d4) catalog number: 320-46-00, serial number: (B)(6), expiration date: 20-aug-2024, unique identifier (UDI) #: (B)(4). (H3) the revision reported was likely the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, a post traumatic event, or any combination of these possibilities, which led to humeral liner disassociation. However, this cannot be confirmed as the devices were not returned for evaluation. (H4) device manufacture date: 26-aug-2019 section h11: the following sections have corrected information: (d1) brand name: equinoxe reverse 46mm humeral liner +0 (d2b) common device name: prosthesis, shoulder, non-constrained, metal/polymer cemented.